Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer experienced low blood glucose of the 43 mg/dl and drink 34 to 54 carbohydrates and soda as a treatment. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.